Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was fail. The customer's blood glucose was unknown. The insulin pump was exposed to moisture and it got a pump fail and there was moisture behind the crystal. Customer stated that they saw fluid under the display. The troubleshooting was performed for the moisture exposure. The customer was advised that the insulin pump needs to be replaced and advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.